Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has a scs system for off-label use. Device 1 of 2. Reference MFR report #: 1627487-2017-00154. It was reported the patient experienced ineffective stimulation with the supra-orbital leads. The patient underwent surgical intervention to address the issue on (B)(6) 2016. During the procedure, the doctor accidently pulled the leads back and was unable to advance them back to the original location. Therefore, the doctor decided to leave the leads in place. The procedure was extended for about an hour.